Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer¿s device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and observed that the reported event codes were logged in the device's memory following a failure to deliver defibrillation energy during testing.   Physio determined that the cause of the reported issue was a shorted transistor, designator q8, on the therapy pcb assembly.  Through additional investigation, physio-control has concluded that transistor q8, located on the therapy pcb assembly, had likely become electrically shorted due to damage caused by the use of a second defibrillator to deliver double sequential defibrillator shocks prior to the reported event. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this.  The customer was sent a written summary of the investigation results, which included a letter strongly advising against the use of the device for dual sequential defibrillation. (B)(4).

Event description:
The customer contacted physio-control to report that their device had failed a user test.  There was no patient use associated with the reported event.  Upon evaluation of the customer's device, physio-control observed event codes in the device's memory which are related to a potential failure of the device to deliver defibrillation energy.